Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis of the lead revealed surface abrasions on the proximal insulation in multiple places. The distal in- sulation was abraded between 16.2 cm and 17.8 cm from the connector pin. This abrasion could cause a short circuit between the proximal and distal coils resulting in low lead impedance.

Event description:
It was reported that the lead exhibited low impedance due to clavicular crush. The lead was explanted and replaced.